Event description:
It was reported that a patient underwent a plastic surgery in (B)(6) of 2022 and suture was used. During the procedure, three sutures broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being approximated or sutured when it broke? What was used to complete the procedure? Lot number? Event and procedure date? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01417 and 2210968-2022-01418.